Event description:
(B)(4). Symptoms: abdominal and back pain, numbing of limbs, migraines, hair loss, slurred speech, blurred vision, inner ear pain, rashes, heart palpitations, unsteady gait, night sweats and unexplained fevers, issues concentrating, metallic taste, trouble sleeping, muscle and joint pain, low bp 80/60, dizziness and fatigue, swollen glands and nodes, issues grabbing, terrible bleeding, leg cramps, incontinence, bacterial vaginosis and constant uti's and anxiety.